Manufacturer narrative:
(B)(4).

Event description:
The report states that "during the procedure according to IFU, md found balloon rupture, so md opened up a new kit to finish the procedure". No report of patient harm or injury. The patient status is reported as "fine". Multiple attempts were made to the customer to ask if the second catheter was inserted at the same insertion site. The customer did not return our inquiries. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Additional information received on 31 jan 2023 states that the customer was unable to determine if the 2nd iab was inserted at a different insertion site or the same insertion site. The reported lot number (16f22b0091) matches the lot number on the returned original packaging pouch. Returned for investigation was a 6fr. 110cm wedge catheter with the original packaging pouch. Upon return, the supplied control stroke syringe was noted connected to the inflation lumen stopcock; no damage or abnormalities were noted to the returned syringe. The inflation lumen stopcock was in the open position. The recommended volume capacity of the balloon is 1.0cc. Upon microscopic inspection, the balloon appeared typical; no damage was noted to the balloon; however, some dried contrast media was noted on the balloon surface. No contrast media was noted in the injection lumen extension line. No condensation was noted in the inflation lumen extension line. No blood was noted on the interior or the exterior surfaces of the returned catheter. No visual damage or abnormalities were noted to the returned sample. The inflation lumen was injected with 1.0cc of air using the returned control stroke syringe. The balloon inflated symmetrically. One side of the balloon measured approximately 5.5mm. The other side measured approximately 5.5mm. The inflation lumen was injected with 1.0cc of air using the returned control stroke syringe. The balloon inflated symmetrically. The balloon deflated in less than 3 seconds when the syringe was removed. Upon tug test, no pull away was noted. The balloon was placed in water, and air was injected into the inflation lumen again. No leak was noted. The injection lumen was aspirated and flushed. No blood or debris was noted. A lab inventory 0.025in guidewire was back loaded through the distal tip. No resistance was noted; the guidewire was able to advance through the injection lumen. No blood or debris was noted. The guidewire was front loaded through the injection extension line. No resistance was noted; the guidewire was able to advance through the injection lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The returned device passed visual and functional testing. The reported complaint of balloon leak/rupture in use is not confirmed. During the investigation, no damage or abnormalities were noted to the returned sample. The balloon inflated as per specifications. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
The report states that "during the procedure according to IFU, md found balloon rupture, so md opened up a new kit to finish the procedure". No report of patient harm or injury. The patient status is reported as "fine". Multiple attempts were made to the customer to ask if the second catheter was inserted at the same insertion site. The customer did not return our inquiries. If additional information is received, the complaint file will be updated.